Event description:
The initial reporter received questionable ca2 calcium gen.2 and alt alanine aminotransferase acc. To ifcc without pyridoxal phosphate activation results for two patients tested on a cobas 8000 c 702 module. The reporter stated the initial results were not reported outside the laboratory. The samples were repeated on the same c 702 module as well as a different analyzer. The reporter confirmed the results from the different analyzer matched the repeat results, but no specific results from the different analyzer were provided. Patient 1's initial calcium result was 5 mg/dl. The patient's repeat result on the same analyzer was 9 mg/dl. Patient 2's initial alt result was 270 ui/l. The patient's repeat result on the same analyzer was 20 ui/l. The customer determined the repeat results were correct. The calcium reagent lot number was 54110101 with an expiration date of 30-jun-2022. The alt reagent lot number was 57938901 with an expiration date of 31-jan-2023.

Manufacturer narrative:
The reporter replaced the photometer lamp but the issue persisted. The reporter stated there were system data flags, calibration errors, and issues with patient results. The reporter advised that testing was stopped on this analyzer. Specific examples of results were requested but not provided. The field service engineer found leaking tubes at two rinse stations. He replaced the tubes and adjusted the filling of cuvettes. After service, it was reported there were no further issues. The investigation determined the service actions resolved the issue.